Event description:
It was reported that during a stenting treatment procedure, stent damage and patient complications occurred. Access was obtained via the femoral artery. The 95% stenosed, 10mm long, concentric and de novo target lesion was located in the non-tortuous and non-calcified vein graft to the right coronary artery (rca). A non-bsc vascular protection device was deployed. Next, a 12x4.0mm ion stent delivery system (sds) was advanced and deployed at 11atms in the proximal portion of the vein graft. The stent was deployed in the vein graft that was wider than 5.0mm, therefore, it was not fully apposed against the vessel wall. To post dilate the stent, a 5.0x12mm nc quantum apex balloon was advanced and the balloon was inflated twice to 18atms/25sec. During post dilatation, the multiple purpose a1 guide catheter with side holes was deep seated which may have caused a stent strut to lift. Upon retrieval of the vascular protection device, the retrieval sheath got caught on the proximal edge of the stent. The damaged stent migrated to the middle of the vein graft and appeared foreshortened. A 2.0x8mm apex balloon was advanced through the migrated stent and was inflated, deploying the stent in the middle vein graft. The 5.0x12 nc quantum apex was re-advanced to further post-dilate the stent. A non-bsc bare metal stent was advanced to the distal portion of the vein graft. The patient had EKG changes and chest pressure. The patient's heart rate dropped to 35, atropine was administered and it stabilized at 85. As the case went on, a nitro drip was started and fentanyl was administered. The patient was stable at the end of the case.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).